Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2.reference MFR. Report:1627487-2016-000754.it was reported the patient was no longer receiving effective stimulation as stimulation was primarily in the stomach area (date of event is unknown). X-rays revealed the scs leads had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2016 during which the leads were repositioned which resolved the issue.